Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and incontinence. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient had sparc & perigee by ams implanted on (B)(6) 2006. It was reported that patient had a hysteroscopy, d&c and failed novasure endometrial ablation on (B)(6) 2008. It was reported that patient had a laparoscopic supracervical hysterectomy using da vinci robot on (B)(6) 2009 due to menorrhagia after a failed ablation. It was reported that patient had vaginal trachelectomy on (B)(6) 2010.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, stress incontinence and vaginal wall prolapse.